Manufacturer narrative:
(B)(4). The customer reported the ac power module connector is loose and the device not charging. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the connector was loose and the device was not charging.

Event description:
The customer reported the ac power module connector is loose and the device not charging. There was no report patient involvement.